Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The instrument grip tip was bent. One grip was bent, causing side to side misalignment of the grips. There was .057 offset at the tips. The bent grip did not exhibit separation of the yaw pulley and pulley cover at the glue joint, however likely cause of bending remains overloading at the tip. Electrical continuity passed. It was concluded bent damage may be due to mishandling/misuse. Additional observations during failure analysis found: the instrument pitch cable was frayed at the distal clevis hub. The cable stuck segment stuck out approximately .072. Other cables at wrist did not appear to be damaged. The instrument's distal end of main tube had scratch marks/abrasions. The distal end of main tube had various scratch marks with light material removed. The scratches were not aligned with the tube axis. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments the customer reported complaint does not itself constitute a MDR reportable event; however main tube scratches and/or frayed pitch cable were to recur could cause or contribute to an adverse event.

Event description:
It was identified during central processing, that the two tips were misaligned on the fenestrated bipolar forceps instrument. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.